Manufacturer narrative:
Pump received with partial segment display due to zebra connector cracked.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Blood glucose level at the time of the incident was 176 mg/dl. Caller stated that the insulin pump had been bumped and dropped. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.